Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. A potential root cause for this failure could be slanted or distorted funnel that can leading to catheter falls out requiring replacement of device and difficult to re-insert. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter was leaking after they changed the statlock.